Event description:
The pt complained of chest pain five days after two stents were implanted at a lesion in the proximal and mid left anterior descending artery (lad). Coronary angiography was conducted and thrombus was observed inside both implanted cyphers. Aspiration was conducted and then balloon angioplasty was conducted with a 1.5 x 15mm balloon at 15atms for 30 seconds at the first diagonal branch. Then a different balloon, 3.0 x 20mm was used to dilate the cyphers implanted at the mid and proximal lad at 12atms for 30 seconds. The procedure was completed.